Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date, expiration date, and unique identifier (UDI) # are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and a spyglass ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Prior to the procedure, the spyscope ds ii catheter was connected into the controller. Shortly after, a series of dots and lines presented on the screen. The controller then randomly switched off and it could not be turned on again. Connections were tested and still the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.